Event description:
Boston scientific received information that this device delivered inappropriate shock's four times which were delivered due to a inappropriate nonsustained arrhythmia. During this episode therapy was exhausted however no adverse patient effects were reported.

Manufacturer narrative:
This patient was later upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system and this device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.